Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con, rep): information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's battery was sticking out and was uncomfortable. Approximately 2 months prior to the report that patient bent over and felt a 'pop,' after which the ins would 'rub on clothes and hurt.' The patient also reported shocking in the vaginal area after this incident. The patient was not feeling stimulation in their lower back as before. The rep reprogrammed the ins using the 3 middle contacts on both leads at a rate of 40 and pulse width of 350 and the this worked for the patient to obtain lower back coverage. All impedances were within normal range. The patient's hcp was notified and the patient was redirected to them to a possible pocket revision. No further complications were reported.